Manufacturer narrative:
Manufacturer ref no. : (B)(4). Baxter received and evaluated the device. The symptom was unable to be reproduced or confirmed through evaluation. The unit was tested per the spectrum service manual as well as additional downstream occlusion tests with passing results.

Event description:
It was reported a spectrum pump failed the downstream occlusion preventative maintenance test. The device was on the medium downstream pressure setting, but did not alarm until the pressure reached 22 pounds per square inch (psi). There was no patient incident.